Event description:
It was reported that there was noise and low bipolar sensing, so the device was reprogrammed to unipolar. The sensing increased, however myopotential interference was experienced and interpreted as noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched; full lead returned and analyzed.